Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2014 with the following findings: during testing, the display screen text was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. There was no visible damage to the keypad cover. The keypad cover was removed and contamination was found under all button contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber and extended down to the primary seal. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete all testing. No power issues occurred during testing. There was no evidence of moisture damage in the battery compartment.